Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on june 21, 2020. Device evaluation summary: during visual evaluation of the device, an area of shell abrasion was observed. Within the shell abrasion, a tear was observed on the posterior view, measuring approximately 0.1 cm. The evaluation determined that the rupture is consistent with a deflation caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent breast augmentation revision with a mentor smooth round moderate plus profile 325 cc saline prosthesis experienced left sided deflation post procedure. The patient visited the physician¿s office and received a medical diagnosis for the deflation. As a result, bilateral prosthesis replacement with mentor 325 cc smooth round moderate plus profile saline prostheses was performed on (B)(6) 2020.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2020. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).